Manufacturer narrative:
The device was received and evaluated. A bend was observed in the exposed portion of the soft cannula. Upon further inspection, a tear was found in the exposed portion. After leak testing, the tear was observed to cause a leak in the exposed portion of the soft cannula. Although damage to the soft cannula was observed, it could not be determined when the damage in the exposed portion occurred. Furthermore, an alarm was generated by the device indicating a reset caused by low voltage detect. The cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history. 18:15, 13.7 mmol/l (246.6 mg/dl); 19:00, 14.0 mmol/l (252 mg/dl). The patient treated the hyperglycemia by taking the pod off and a correction bolus of 3.5 units. The pod was worn between 36 and 48 hours on the leg.